Event description:
Had to change aline tubing. New tubing is not meant to be changed. Unable to take it apart and to attempt it leads to it breaking and leaking fluids/blood. In order to change it one must disconnect the aline from the hub and not be able to clamp it. This leads to a bloody mess with an hiv patient. This is not safe for me nor for the patient. It is very difficult to maintain sterility with a femoral aline bleeding everywhere.